Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2015 due to pre-vns seizure activity, specifically non-convulsive status epilepticus. The patient device was tested and showed normal device function. It was noted that the patient's lead was protruding from the neck. No further information relevant to the event has been received to date.